Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient had indicated that their pump with serial number (B)(4) was no longer functional. The date of the event was unknown. The hcp was unable to clarify further. The date of the event was unknown. At the time of the report technical services recommended following up with the patient to clarify the pump having been no longer functional. No patient symptom was reported. Magnetic resonance imaging (MRI) compatibility information was reviewed at the time of the report. The procedure / MRI was not due to a problem with the patient¿s device or therapy. No further patient complications have been reported as a result of this event.